Event description:
It was reported that the procedure was to treat a tumor in the biliary tree. The absolute self-expanding stent system was advanced to the intended site of treatment and the thumbwheel on the handle rolled, but the stent did not expand at all. The stent dislodged and remained partially expanded in the biliary. A security catheter was advanced to the absolute stent, but it could not pass through the stent. Upon removal of the guidewire, there was difficulty passing the guide wire through the stent to withdraw it and the guide wire became entrapped with a distal stent strut. When the guide wire was being pulled back, the distal end of stent damaged. The guide wire was withdrawn and another stent was deployed inside the absolute stent expanding it in the intended site.